Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged into the subclavian vein due to a patient fall. This was observed under fluoroscopy. A lead revision procedure was performed and this ra lead was successfully repositioned. If additional information becomes available, this event will be updated.